Event description:
It was reported that the stimulator had stopped intermittently two times that morning; the patient was subsequently unable to adjust stimulation therapy control. There were no known sources of emi at her residence and no change to daily routine was reported. The patient would verify that stimulation therapy was turned on, then check device status later and find the battery had powered off. There were no pt symptoms attributed to the event and only one pulse generator was identified with the product problem. The patient was redirected to follow-up with the hcp. Additional info has been requested from the physician.